Event description:
It was reported that "acute anterior wall myocardial infarction was admitted to the hospital for balloon dilatation and iabp implantation. On the evening of (B)(6) 2024, at approximately 1900 hours, the balloon center lumen, y, bled a the lumen site, and was admitted to the catheterization laboratory for reimplantation of a new iabp. During the replacement of the new balloon, the patient died". The user at the facility reported the cause of death as "cardiac rupture".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for "bleeding occurred at the "y" part of the balloon catheter" is confirmed based on the customer video provided with the complaint report. A crack was noted at the iabc bifurcate luer for the central lumen/injection site. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack on the bifurcate luer. The probable root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that "acute anterior wall myocardial infarction was admitted to the hospital for balloon dilatation and iabp implantation. On the evening of december 09, 2024, at approximately 1900 hours, the balloon center lumen, y, bled a the lumen site, and was admitted to the catheterization laboratory for reimplantation of a new iabp. During the replacement of the new balloon, the patient died". The user at the facility reported the cause of death as "cardiac rupture".